Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to damage incurred during the insertion and/or removal process of the device.

Event description:
On 06/17/2024 it was reported by a sales representative via (B)(4) that an ar-9603-3639-3 univers revers trial was chipped during the trialing process. This occurred during a revers tsa.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was provided on (B)(6) 2024 where the sales representative stated that the patient had a good bone quality. The fragment was retrieved from the patient. A mosquito forcep was used to grab the trial.

Manufacturer narrative:
Additional information: b5, g3, h6.